Event description:
Approximately 39 months since the initial procedure, it has been reported that the patient has been diagnosed with a gi bleed event. Treatment was given to resolve the bleeding. No reported patient complications

Event description:
The patient received 2 endeavor sprint drug eluting stents without any reported issues. Approximately 21 months post the index procedure the patient began to experience general malaise and tiredness and attended a gi physician among others. A hematologist diagnosed patient as severely anemic and he received 2 units of whole blood as well as an iron infusion. A colonoscopy and upper tract scope showed no definitive evidence of bleeding however there were thin spots which could be the cause of blood loss but no definitive diagnosis. Patient continues to go through various diagnosis procedures to determine the cause of his loss of blood.

Manufacturer narrative:
Evaluation: results: unable to confirm complaint. Inherent risk of procedure -hemorrhage evaluation: conclusion: known inherent risk of procedure - hemorrhage, no conclusion can be drawn -unable to confirm complaint. (B)(4). Event date- month and year valid.